Manufacturer narrative:
Eval summary: the pt label from 00-5960-014-51 was packaged the same day by the same operator as the complaint implant (00-5960-016-52); 25 pt labels were printed for 00-5960-014-51. If one was mixed with the 0-5960-016-52 product, them the one label noted as being destroyed per sterile packaging check sheet was either not destroyed or not totally destroyed. No stock was available at the time the complaint was received. Review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that a 00-5960-016-52 was opened and implant was confirmed as the right implant. During surgery, the nurse questioned the sales rep and surgeon because the pt label stated a 00-5960-014-51. The surgeon and sales rep confirmed that the implant and box were the same and continued with surgery. The packaging and label were discarded.